Manufacturer narrative:
(B)(4). Date of initial report : 4/5/2016. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that one 8x4 12 ply rf tag gauze failed to be detected after testing with multiple consoles. There was no patient present.

Manufacturer narrative:
(B)(4). Ten used g0804-12p02cn-1 were received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found the devices were detected when scanned with a mat and wand. A lot number was not provided; therefore, a review of the appropriate device history records could not be performed.

Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 4/5/2016. Date of follow-up report #1: 6/27/2016. Date of this follow-up report: 7/20/2016. A review of the manufacturing non conformances was completed and indicates all parameters and acceptance criteria for entries potentially pertinent to the customer report were within specified limits at the time of release.